Event description:
It was reported that the customer experienced a high blood glucose level, though the specific value was unknown as it displayed "high." There was no adverse impact to the customer¿s blood glucose level reported, and no injury occurred. The customer took corrective action by administering a correction bolus through the pump and changing the tubing and site. No pump or supply issues were identified, and technical support confirmed that the pump was functioning properly, advising the customer to consult with a healthcare professional for further guidance.